Event description:
It was reported that the right ventricular lead exhibited an increase in pacing lead impedance and capture threshold. The patient was asymptomatic. The lead was explanted and replaced, and the patient was doing good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasions were noted at 9.8-10.2cm, 12.7-12.8cm, 13.4-13.6cm, and 30.0-30.3 from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.